Event description:
It was reported that following a normal device upgrade procedure, this right atrial (ra) lead was unable to sense or provide pacing. The physician confirmed this was the result of a connector impaction between the header of the new device and ra lead. Boston scientific technical services were contacted and provided several potential means to resolve the event. It was suggested to reprogram the lead output before attempting to either re-use a capped ra lead still implanted in the patient or implant a new ra lead. Implanting an entire new system on the left pectoral side of the patient was also discussed. Additional information has been requested regarding the event resolution, but it has not yet been received. At this time, the system remains implanted and in service. No adverse patient consequences were reported.